Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when changing the patient's modular cable and system controller a driveline power fault alarm occurred. The modular cable and system controller were exchanged due to damage to the outer layer of the modular cable. The system controller was exchanged again which resolved the driveline power fault. Log files confirmed the driveline power fault. The patient was traveling to spain for a holiday and the driveline power fault alarm reoccurred. The patient was admitted to an outside hospital and the modular cable was exchanged again which resolved the alarm. The patient was discharged.

Event description:
It was additionally reported that there was also a "communication fault- alarm" on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via log file analysis. Review of an event log file, extracted from (B)(6), contained data from (B)(6) 2025. Starting at 14:54:38, a driveline power fault alarm activated due to a power a broken fault persisting for more than 2 seconds. The alarm did not resolve before the driveline was disconnected at 15:20:19 and the system controller was shut down at 15:20:40. The alarm did not affect pump operation. Of note, information communicated by the customer stated (B)(6) was exchanged following communication fault alarms on (B)(6) 2025; however, no driveline communication fault alarms were observed in the log file, only driveline power fault alarms were found. Review of an event log file, extracted from (B)(6), contained data from (B)(6) 2025. The driveline was connected on (B)(6) 2025 at 14:20:04 and the pump began operating as intended. Starting on (B)(6) 2025 at 01:20:29, a driveline power fault alarm activated due to a power a broken fault persisting for more than 2 seconds. The alarm did not resolve within the log file. Pump operation was not affected. Visual inspection of the returned heartmate 3 vad modular cable (lot number unknown) revealed fluid ingress on the inline connector pins. The returned mod cable underwent functional testing and passed all testing procedures. The mod cable was connected to the returned system controller and successfully operated in a mock circulatory loop for extended operation without any issues. Driveline fault alarms were unable to be reproduced throughout testing. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the modular cable being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU with heartmate touch section 2 - ¿system operations¿ and heartmate 3 lvas patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The user is instructed, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook, section 4 - "living with the heartmate 3" (under "caring for the driveline"), contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The IFU, section 8 - ¿equipment storage and care¿, and patient handbook, section 6 - ¿caring for the equipment¿, addresses how to properly care for, maintain, and store the equipment for proper use. The IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.